Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. Two samples were provided to our quality team for investigation. Through visual inspection, it was observed that one syringe has barrel damaged in two places with an actual puncture mark through the barrel and the plunger rod was also damaged in two places which cause leakage. No defect was observed on another sample. Potential root cause for the damaged barrel, plunger and leakage past stopper defects is associated with the assembly process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 3319595. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 305060 batch# 3319595 it was reported that the bd syringe 3ml ll w/ndl 18x1-1/2 blunt fill had leakage past the stopper. The following information was provided by the initial reporter: verbatim: medication was actually drawn into the syringe and bypassed the rubber stopper and lack of suction when drawing labs